Event description:
It was reported that a patient with a 25mm 8300ab aortic valve underwent a balloon aortic valvuloplasty (bav) treatment after an implant duration of three years, eight months due to severe symptomatic pvl, mild-moderation aortic stenosis, and regurgitation. Per the medical records, the patient presented with severe symptomatic paravalvular aortic regurgitation. The patient underwent a percutaneous paravalvular leak repair via balloon dilatation. Using a true 25mm x 4.5 cm balloon, dilatation was then performed with a rapid ventricular pacing at 180 beats per minute of the 25mm 8300ab valve. This did not resolve the paravalvular leak. Using a true 28mm x 4.5 cm balloon, dilatation was then performed with rapid ventricular pacing at 180 beats per minute of the 25mm 8300ab valve. This improved the paravalvular leak. An aortogram demonstrated mild-severe residual eccentric paravalvular leak. Further attempts at valve expansion were aborted due to new lbbb and improvement in the paravalvular leak. The patient tolerated the procedure well. On pod #1, the patient was discharged home.

Manufacturer narrative:
Perivalvular leak (pvl) can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation, investigation findings, and investigation conclusions). H11: corrective data: corrected section: h6 (component codes). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.